Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 435 mg/dl. The customer had no symptoms and treated with a manual injection. The customer was experiencing insulin flow blocked alarms. Troubleshooting was complete and the customer was advised to change the infusion set. The product will be returned for analysis.